Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush unscrewed itself, a screw went into mouth from the brush...dissembled in mouth - oral-b [device breakage] brush head isn't sitting well...moved so much...feel loose - oral-b [device connection issue] case narrative: female consumer via phone stated that the oral-b toothbrush head was not sitting well/felt loose on the oral-b toothbrush, type 3764, and it moved so much that the oral-b toothbrush head unscrewed itself. A screw went into her mouth from the oral-b toothbrush head. It dissembled in her mouth. No injury was reported. 20-nov-2023 follow up via pictures: the suspect product lot was r84041059. No injury was reported.